Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. The reason for call was patient mentioned that the there were several instances wherein the controller's stimulation would just turn off and screen would just turn black and that the controller would become unresponsive too. Patient mentioned that there was one time when the patient had a afib procedure so they have to turn the stimulation off and the patient had a hard time turning it back on. Patient also mentioned that there were instances when the controller would turn off even if there's enough charge on the battery. Patient had talked to their manufacturing rep several times (once in april and the last time was last week) and the manufacturing rep reboot the controller. Patient mentioned that this has been going on for probably last few months now. Agent had patient check the controller for damages, and patient confirmed no visible damage. Patient mentioned that this morning, the controller has 0% charge and it turned off and wouldn't turn on. Agent had patient remove the battery, plug the controller into an ac power supply. Patient confirmed that the controller turned on. Patient then mentioned seeing flashing light on top of controller screen. Agent sent a request to repair to replace the controller. No symptoms were reported.

Manufacturer narrative:
H6 have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.